Event description:
Per the clinic, the patient experienced infections at the abutment site (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 03, 2022.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on december 20, 2022, in order to perform an explant and remove the abutment. This report is submitted on january 10, 2023.